Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of the presence of foreign material in the sterile device packaging.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being prepared for use in the stomach during a percutaneous endoscopic gastrostomy (peg) insertion procedure to be performed on (B)(6) 2025. During preparation, the nurse inspects the item. Upon inspection, it was noted that there was a hair inside the sterile peg kit. A photo of the complaint device inside the packaging was provided where it can be observed that there was a hair inside the sterile packaging. The procedure was completed with another of the same device with different lot number. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being prepared for use in the stomach during a percutaneous endoscopic gastrostomy (peg) insertion procedure to be performed on (B)(6) 2025. During preparation, the nurse inspects the item. Upon inspection, it was noted that there was a hair inside the sterile peg kit. A photo of the complaint device inside the packaging was provided where it can be observed that there was a hair inside the sterile packaging. The procedure was completed with another of the same device with different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of the presence of foreign material in the sterile device packaging. Block h11: investigation results: the endovive standard peg kit pull method device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photo provided by the complainant where it can be observed that there was a hair inside the pouch. No other problems with the device were noted. According to the photo provided by the customer the reported event of packaging foreign matter was confirmed. The results of the media analysis performed observed that there was a hair inside the pouch. The investigation findings and all information available concludes the most probable root cause is a quality control deficiency. An investigation to address this problem is in progress.